Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented for lead revision. Before the procedure, hv therapy was not disabled and the patient received inappropriate therapy when cautery was being used. After therapy was delivered, possible output circuit damage alert occurred. The alert was cleared by firmware download and device would continue to be monitored.